Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/07/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
This complaint is originally created for an MDR non-reportable issues. It was reported that during an afib. Ablation procedure error 934 (20 pole a magnetic distortion) was displayed when catheter 1 was connected to the 20a. The pentaray catheter did not draw the matrix and no splines were displayed. The customers were unable to map. The issue was resolved by replacing catheter. The procedure was completed successfully without patient's consequence. This complaint was re-assessed to MDR reportable per bwi failure analysis lab findings on 12/07/2015. The lab has found that there was a shaft bent approximately 25 cm from the tip, or 90 cm from the handle of the pentaray nav eco catheter. Internal parts are exposed. This event is MDR reportable as the exposed braid wire poses risk of thrombus to the patient. The awareness date of this complaint is reset to 12/07/2015 based on lab findings on 12/07/2015.

Manufacturer narrative:
(B)(4). It was reported that during an afib. Ablation procedure error 934 (20 pole a magnetic distortion) was displayed when catheter 1 was connected to the 20a. The pentaray catheter did not draw the matrix and no splines were displayed. The customers were unable to map. The problem was not solved by changing the first extension, or the em5050060 (dongle or 20 eco pole cable), or resetting piu and ws. The customer ended up with the map with navistar and the procedure was completed successfully. Upon receipt, the catheter was visually inspected and it was found that shaft was bent and broken approximately 25 cm from the tip, or 90 cm from the handle. Internal parts are seen and visualized. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom. Catheter was recognized, but only the shaft was visualized, the spines were not visualized. No error codes were displayed, just the magnetic distortion alert. The returned device was then evaluated for electrical resistance and current leakage and it failed on several electrodes. The catheter was dissected from the broken shaft and several electrical wires were found broken. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. However it does not appear to be related to the manufacturing process.